Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
Information about an occurence with adjustment problem of a m.blue (no data of product). Limited information at the time of reporting.